Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of patient's left hip due to possible infection. While performing the revision, surgeon reported the presence of pseudo-tumors and trunnionosis.

Manufacturer narrative:
An event regarding trunnionosis and possible infection involving a metal head was reported. The event was not confirmed. Device evaluation and results: device is not returned however visual inspection is done as per explanted images which indicated that blood stains are found on device. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the reported lot and sterile lot referenced. Conclusions: visual inspection is done as per explanted images which indicated that blood stains are found on device. The reported event could not be confirmed nor the root cause determined as clinical history, follow-up notes and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. Further information such as return of device, pre- and post-op xrays, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon performed a revision of patient's left hip due to possible infection. While performing the revision, surgeon reported the presence of pseudo-tumors and trunnionosis.